Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 06/06/2016. Device returned to manufacturer? Yes. Device evaluation: the preloaded insertion system was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed that the intraocular lens (iol) was stuck in the cartridge tube and tip. Part of the leading haptic was observed out of the cartridge tip. No cracks were observed in the cartridge. The customer's reported complaint was not confirmed. Manufacturing records review: the manufacturing process record was evaluated. During the manufacturing process the tube and tip cartridge are 100 % inspected for cracks. No cracking or stress marks are allowed. The manufacturing record review and related documents revealed the cartridge was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was not verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). If implanted, give date: not applicable as the lens was not fully implanted. If explanted, give date: not applicable as the lens was not fully implanted and therefore not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during insertion into the eye, the intraocular lens (iol) was coming out the side of the cartridge. Additional information was received and it was learnt that there was no injury and the patient was reported doing fine. No further information was available.